Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. All keypad button presses did not activate desired pump functions during testing. There was evidence of keypad adhesive found under all key contacts.

Event description:
It was reported that the keypad is slow to respond over the past two months and now the down arrow is responding intermittently. The pump does not get wet and there is no damage to the keypad.